Event description:
It was reported that the patient presented for a follow up. Upon interrogation, it was revealed that there was noise on the right atrial lead. No intervention was performed at the time. Patient was not symptomatic and would continue to be followed normally.